Manufacturer narrative:
(B)(4). This lot was manufactured september 24, 2014 to september 26, 2014. Evaluation summary: baxter received the unit for evaluation. Visual inspection noted solid white particles approximately 0.30mm in size, floating in the fluid of the reservoir. The particle was in the fluid path. The particle was identified to be polyester material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the balloon of a half day infusor. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.